Event description:
It was reported that at the beginning of a da vinci prostatectomy procedure, the surgeon side console switched to backup battery power and the "overvault" led indicator was lit on the console power supply. With the assistance of an intuitive surgical technical support engineer, the site was unsuccessful in troubleshooting the problem. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that he customer reported complaint was related to the primary power supply (pps). The pps is a +48v power supply with battery backup and is mounted outside of the system control electronics chassis. The system was repaired by replacing the pps. As of 2008, there have been no reported recurrences of the issue at this hospital